Manufacturer narrative:
The customer reported complaint of the thermogard displayed tcmid:05 (coolant diff failure) error message was not confirmed during the initial functional testing as the error was not replicated however was confirmed during the archive review data. The faulty pic-16 pc board was replaced to remedy the issue. Visual inspection was performed and found a broken screw on the left rear bracket, a damaged pump lid, bumpers, white rollers, and spar gasket, missing screw on top of the lid and a solid state heater relay leaking was observed on a console that unrelated to the reported complaint. The thermogard is a reusable as well as serviceable device and was manufactured in february 2011 and is 8 years old. Therefore, this type of physical damages found during the visual inspection are characteristics of normal wear and tear for the life of the device. The event log was reviewed and confirmed the occurrence of the tcmid:05 error message on the customer reported event date. Following the repair, the thermogard was tested and passed all the testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
As reported, the thermogard xp ivtm console (sn (B)(4)) displayed a tcmid: 05 (coolant diff failure) error message during a device testing. There was no patient involvement.